Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
Revision hip surgery for metallosis of an accolade tmzf stem with trident psl shell , poly liner 40mm. Patient had increasing hip pain and bone scan was hot.

Manufacturer narrative:
An event regarding fretting involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 25-jul-2019. The returned devices were examined with the aid of a stereomicroscope at magnifications up to 50x. This inspection indicated damage consistent with in service use was observed on the articulating surface of the head. Images were taken of the inner taper of the head where debris was observed and collected on an sem stub. Damage present on the surface of the taper is consistent with interaction between the head and trunnion. Energy-dispersive spectroscopy (eds) and x-ray fluorescence spectroscopy (xrf) analysis was performed on the head base material and collected debris. Eds and xrf showed the head was consistent with astm f1537, the debris on the interior taper was consistent with a corrosion process, material transfer, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Functional and dimensional inspections could not be performed as the device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Revision hip surgery for metalosis of an accolade tmzf stem with trident psl shell, poly liner 40mm. Patient had increasing hip pain and bone scan was hot.